Event description:
It was reported that this right ventricular (rv) lead was capped/sealed with an indication of a component related issue. A new lead was implanted with no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).